Event description:
The account alleged the nurse call is not functioning. No injury reported.

Manufacturer narrative:
The technician found the nurse call was functioning as designed, no repair needed.